Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin and gentamicin via intravenous (IV) and intra-peritoneal (ip) routes, (dosages and frequencies and duration was not specified). At the time of this report, the patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available.